Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery. On the first inflation the 2.0x15mm maverick otw balloon catheter was inflated for 10 seconds and ruptured at 9 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as "no problem" with no complications reported.